Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4): product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that they were reprogrammed to cover the pain. No further complications were reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Event was updated to be system reported for the desktop charger ((B)(4)), as analysis had found bent connector pins. Adding (B)(4) to the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger, (B)(4). Analysis of the desktop charger ((B)(4)) revealed bent connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's desktop charger cord was frayed and the insr took "double the time to charge" and was noticed "about 3 days ago". The patient mentioned this had happened many times. They also reported they had a return of right groin pain. It was reported that the patient¿s device had helped tremendously and now they were having the pain again. This reportedly started about 3 weeks prior to the report. It was reported that ¿they did cat scans thinking I had a hernia, but I don't and everything seems to be fine with my groin, so I think I need to meet someone to change the programming." No out of box failure was reported. No further allegations/complications were reported.